Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
(B)(6): customer reports via phone that during an undetermined radiology procedure, staff were performing an injection. They stopped the injection, attempted to retract the ram using the fill/expel bar, but the ram continued a forward movement. Staff immediately stopped use of the fill/expel bar, removed the injector from service and completed the procedure using hand injections. Customer provided no pt or procedural information other than to state the pt is fine. No reported injury.